Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. The 2.0x12 mm maverick2 balloon burst while trying to inflate to 8 atms, far before reaching the rated burst pressure. The procedure was completed by using a non-boston scientific balloon. Patient status reported as "safe with no complications."